Manufacturer narrative:
The customer was taking antibiotics up until (B)(6) 2019 which can lead to either an increase or a decrease in prothrombin time (inr). The customer also mentioned that their finger was pressed lightly during testing. Excessive squeezing of the fingertip can cause intracellular fluid to dilute the sample. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 6.1 inr and within 7 hours the laboratory result was 3.56 inr. On (B)(6) 2019 the meter result was 3.7 inr and the laboratory result was 2.62 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The result in question was not reported to the customer's doctor.